Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting premature battery depletion due to an estimated longevity of approximately seven years over the course of one month. The power consumption was noted to be higher than expected. Data analysis was performed confirming the device battery depleted faster than expected. The device is expected to be replaced in the near future, however currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting premature battery depletion due to an estimated longevity of approximately seven years over the course of one month. The power consumption was noted to be higher than expected. Data analysis was performed confirming the device battery depleted faster than expected. The device was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting premature battery depletion due to an estimated longevity of approximately seven years over the course of one month. The power consumption was noted to be higher than expected. Data analysis was performed confirming the device battery depleted faster than expected. The device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.